Event description:
A pt reported experiencing inaccurate high results with a one touch profile meter. The pt's blood glucose results were 16.5mmol, 5.4mmol, 19.7mmol. Tests were done within 20 mins with a difference of 60%. Pt did not experience any adverse events. No further info has been reported.